Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented at the clinic due to an increase in incontinence when he coughed or lifted heavy objects. Two weeks later, the aus was explanted and replaced; a smaller cuff was implanted. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter due to an increase in incontinence when he coughed or lifted heavy objects. Two weeks later, the patient had the artificial urinary sphincter replaced. The 4.0 cm cuff was replaced with a 3.5 cm cuff. Following the surgery, the patient was stable, improved and the event resolved. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt of the pressure regulating balloon, occlusive cuff, and a control pump of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. Inspection of the pump and balloon components revealed no damage or irregularities. Visual examination identified a leak in the shell of the cuff. The damage is consistent with wear at a corner of a fold in the cuff. Inspection of the remainder of the cuff, apart from the observed damage, revealed no other damage or irregularities. Based on the information available and analysis results, the reported incontinence could not be confirmed, however the cuff leak identified would cause the cuff to malfunction, leading to the incontinence issues.